Event description:
It was reported that the patient's health care provider (hcp) checked the implantable neurostimulator (ins) and noticed the device had been 'off at least 50% of the time.' It was noted the cause of the ins turning off was unknown. The reporter stated the patient was able to notice when the stimulation turned off. It was further noted that the patient was unsure if the ins's magnetic reed switch was deactivated at the time of the report and would contact her hcp about the magnetic reed switch. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3387-40, lot# j0421701v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot# j0421698v, implanted: (B)(6) 2005, product type lead. (B)(4).